Event description:
In 03/2003, the patient was implanted with a vented electric left ventricular assist device (lvad). In 2003, the hospital perfusionist contacted the manufacturer asking how to charge a back-up pneumatic drive console as well as how to turn the back-up drive console off. The perfustionist also reported that a few hours earlier the hospital had initiated pneumatic actuation of the lvad with a drive console and stroke volume limiter, due to fluid being aspirated into the motor housing via the vent filter connected to the percutaneous lead. The perfusionist did not see any fluid coming out of vent filter port or around vent filter port, but reports that the patient's lvad was making a "washing machine" noise, and the fluid aspiration was confirmed by others in the patient's room at the time of the incident. Prior to putting the patient back on the drive console and stroke volume limiter, the lvad system controller and vent filter were changed in an attempt to silence the red heart alarm. The patient remains on pneumatic actuation of the lvad at this time while awaiting a heart transplant.